Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: metal abrasion present with deposits in the knee joint. Further details are requested but not yet available. Based on the information available today it cannot be excluded that foreign particles remained in the patient, therefore a report is required.